Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2025, a 25mm navitor vision was used for implantation, utilizing a small flexnav. The patient presented with aortic stenosis peripheral artery disease (pad). Non-uniform expansion (nue) was checked and was mitigated per established steps. At 80% deployment, the implanter switched to a left anterior oblique (lao) view and confirmed with stent parallax removed that the implant depth was at an acceptable level below annulus in that view. However, while attempting to deploy the valve, incomplete expansion occurred. In the physician's opinion, incomplete expansion was due to heavier calcium burden in the non-coronary cusp. A post-bav was performed using a 21mm non-abbott balloon. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be uncompromised. There were no adverse patient effects and no clinically significant delay in the procedure. It was reported that the current patient status is discharged.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion appears to be related to patient conditions (heavier calcium). However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as post-implant valvuloplasty was performed.